Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The patient¿s blood glucose level was 108 mg/dl at the time of the incident. This issue was resolved by troubleshooting. Reportedly, pump alarmed other error also and was unable to be rewound. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. All operating currents are within specification. And no unexpected failed battery test or battery failed alarms or an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing.